Event description:
It was reported that a spectrum pump over delivered during an infusion. This condition was found during the customer's testing of the device. The IV set used for this testing was used approximately 50 times prior to conducting the test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.